Event description:
The reporter stated that after the insertion of the IV, the tubing placed, and the site flushed with 3 cc of saline, it was noted that blood was backing up the line. There was no patient injury or treatment associated with this event.